Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load (the customer connected the defibrillation electrodes to herself). The customer advised that the device prompted them to ¿connect electrodes¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load (the customer connected the defibrillation electrodes to herself). The customer advised that the device prompted them to ¿connect electrodes¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
Field d4 gtin # of the initial MDR indicates - blank field d4 gtin # of the initial MDR should have indicated ¿ 00885074698878.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load (the customer connected the defibrillation electrodes to herself). The customer advised that the device prompted them to ¿connect electrodes¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.